Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('uterus perforation') and diabetes mellitus ('other injury(ies) or complication please describe: diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, seizure, carpal tunnel syndrome, pregnancy, sciatica, perineal pain, gerd and hypertension. Current weight 240 lbs. Concurrent conditions included knee pain. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced stress ("psychological or psychiatric problems condition: stress") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2019, the patient experienced diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthritis ("arthritis"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and arthralgia ("joint pain"). The patient was treated with ibuprofen, metformin and surgery (hysterectomy (full) / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, alopecia, headache, nausea, weight increased, stress, depression and diabetes mellitus outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, arthritis, bladder disorder, urinary tract infection and vaginal infection had resolved and the arthralgia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, arthritis, back pain, bladder disorder, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, stress, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: essure confirmation test-(unspecified) result-bilateral occlusion, perforation result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('uterus perforation') and diabetes mellitus ('other injury(ies) or complication please describe: diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, seizure, carpal tunnel syndrome, pregnancy, sciatica, perineal pain, gerd and hypertension. Current weight 240 lbs. Concurrent conditions included knee pain. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced stress ("psychological or psychiatric problems condition: stress") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2019, the patient experienced diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthritis ("arthritis"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and arthralgia ("joint pain"). The patient was treated with ibuprofen, metformin and surgery (hysterectomy (full) / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, alopecia, headache, nausea, weight increased, stress, depression and diabetes mellitus outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, arthritis, bladder disorder, urinary tract infection and vaginal infection had resolved and the arthralgia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, arthritis, back pain, bladder disorder, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, stress, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: pailntiff received treatment for pain, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: essure confirmation test-(unspecified) result-bilateral occlusion, perforation. Result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs was received. New events stress, depression, joint pain, diabetes were added. Patient concomitant and historical conditions were added. Treatment drugs were added. Date of insertion and date of removal were updated. Lawyer was added. Reporters were added. Patient demographic was added. Lab data updated. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthritis ("arthritis"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, alopecia, headache, nausea and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, arthritis, bladder disorder, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: pailntiff received treatment for pain, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) result-bilateral occlusion, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data added. This case become incident previously reported event injury to herself were updated dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/chronic, abdominal pain, back pain, arthritis, fallopian tubes perforation, uterus perforation, bladder problems, uti, vaginal infection, fatigue, hair loss, headaches, nausea, weight gain incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.